Event description:
The product was a glide sheath slender size french and apparently as doctor had already inserted the sheath into the patient's left wrist, and I guess as it was coming out the piece came apart, it actually broke apart so we had to pull it from the sterile field and we were not able to reuse it, which we typically should have been able to.